Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons, the device would likely not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer, including written correspondence for the status of the device return. However, none of these attempts have been successful. The device has not been returned to physio for an evaluation. The cause of the reported issue could not be determined. The customer was sent a replacement device.